Manufacturer narrative:
This report is submitted october 26, 2018.

Event description:
Per the clinic, the patient sustained a head trauma and experienced dizziness and pain at the implant site. Subsequently, the patient was administered antibiotics (date and type not reported) and anti-inflammatory medication. The patient is being clinically managed by the health care provider.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2018. It is unknown if the patient was reimplanted with another device as of the date of this report. This report is filed on january 15, 2019.

Manufacturer narrative:
This report is filed on march 22, 2019.